Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming was unsuccessful. X-rays indicated the lead had migrated. Surgical intervention may take at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient's lead was repositioned on (B)(6) 2014. Effective stimulation was restored post-operatively.